Manufacturer narrative:
The product has been returned to medtronic however the product analysis is not complete. A supplemental report will be submitted upon completion of the analysis. No unique device identifier (model or serial number) was provided. The model and catalog numbers. Were selected arbitrarily based on the available information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and nine months post implant of this aortic bioprosthetic valve, it was explanted and successfully replaced due to stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed that the valve was slightly distorted (oval shaped). All leaflets were intact and in the closed position. All leaflets were stiff, but flexible, due to host tissue (pannus) on the outflow. The free margin of the non-coronary (nc) and right coronary (rc) cusps was folded back onto the lunula. Brown thrombotic host tissue was identified on the aortic wall adjacent to all cusps, extending onto the belly of all cusps. The right non-coronary commissure was encapsulated with pannus, while the left non-coronary and left right commissures were intact. A thin layer of pannus extended from the base stitching onto the inflow margin of attachment on all cusps. An unknown amount of pannus appears to have been removed during explant. Radiologic evaluation revealed no calcification on the valve or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The thrombus identified on the tunica of all cusps would have impaired leaflet mobility and may have led to the reported stenosis. A root cause of the thrombus formation could not be determined. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. Patient and device codes were updated. Device serial number added and UDI added. Device manufacture date added. If information is provided in the future, a supplemental report will be issued.